Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. There was no adverse impact to the customer¿s blood glucose level.